Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any patient consequence and/or treatment rendered? No. It was reported that the guide tube of the tvto was stuck tightly and had to be dragged. Please clarify. The response we received stated: (affiliate response) no, it's too tight due to hard to control the pull strength. Again, please clarify and tell us what was too tight, are you saying the mesh itself had no flexibility, no stretch to it. After double confirmed with the sales rep, the surgeon felt a suspender tape itself was put too tight. It is unclear what ¿dragged,¿ are you saying that the mesh dragged? The mesh was difficulty to work with and place? No. Was the mesh intact without holes or tears? No. It was indicated that cystoscopes were used to complete surgery. Please indicate if the cystoscopes were used to aid in placement of the mesh or was it a diagnostically to rule out an injury to the patient? No, after double confirmed with the sales rep, the cystoscopes were used per the procedure need, not due to the reported difficulty. Was the mesh with the reported difficulty removed and a new tvto or other mesh used or was the procedure completed with the tvto with the reported difficulty? The procedure completed with the tvto with the reported difficulty. Please reconfirm that there were no patient consequences? Confirmed with the sales rep, no patient consequences. It was indicated that the customer is retaining the device is that because the mesh being reported was implanted or is the product available for return? The product was implanted.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2019 and the mesh was implanted. During the procedure, the mesh was too tight due to hard to control the pull strength. A surgeon felt that a suspender tape itself was put too tight. The mesh was not intact without holes or tears. There was no difficulty to work with the mesh and place the mesh. The procedure completed with the same mesh. There were no patient consequences reported.